Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department for a report of, "the roller door had broken by the mishandling of nurse," no specific patient info, pump programming, or event details were provided. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.